Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type I. It was reported that the patient¿s previous ins reached end of service, so no baseline impedance was able to be measured prior to replacement. The ins was replaced and during intra-op testing electrode 10 was out of range, >10,000 ohms. The cause was unknown for electrode 10 to be out of range. The intervention taken was the device was reprogrammed on (B)(4) 2017. Electrode 10 was not programmed or being used during treatment. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The outcome of the event was reported as resolved without sequelae on (B)(6) 2017. The patient was receiving adequate therapeutic stimulation and pain relief.